Event description:
Patient presented to the physician with an opened blister and pain at the ipg site. Physician prescribed antibiotics. Physician brought the patient into the or a week later and observed that the ipg was superficial. Physician removed the ipg, sensing lead, and a portion of the stimulation lead body, and closed. Patient will complete the course of antibiotics prescribed prior to the procedure.